Manufacturer narrative:
Field event of capturing problem was not confirmed. The device was at end of life (eos) level upon receipt. Analysis of device image indicated device was programmed to high field settings during implant period. Further analysis performed did not find any anomaly with battery voltage end of service (eos) level. Longevity assessment was performed, and implant duration exceeds total projected longevity indicating normal battery depletion.

Event description:
It was reported during in clinic follow up that the pacemaker was exhibiting high capture threshold. The device was explanted and successfully replaced. The patient was stable and asymptomatic.